Manufacturer narrative:
The following sections could not be completed with the limited information provided. The article was written by miguel m. Gomez, md, timothy l. Tan, md, jorge manrique, md, gregory k. Deirmengian, md, and javad parvizi, md, frcs. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Information was received based on review of a journal article titled "the fate of spacers in the treatment of periprosthetic joint infection" which aimed to investigate the natural history of resection arthroplasty and spacer implantation in patients undergoing the first stage of a planned two-stage exchange arthroplasty for treatment of periprosthetic joint infection, using the stageone system manufactured at biomet. It was reported that seven (7) knee patients were revised due to wound problems. It is unknown what the wound problems were.